Manufacturer narrative:
This report is filed july 22, 2016.

Manufacturer narrative:
This report is filed june 22, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to open circut electrodes. The patient was reimplanted with a new device (date not reported).